Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd sharps container lid was having issues based on the foot pedal. The following information was received by the initial reporter with the following verbatim: response received on 02-nov-2023. Good afternoon. It is lot # 9038939, seq # (B)(4). I initially thought that the cable was broken but that is not the case. The foot pedal stays depressed and does not bounce back up.